Event description:
Following device implant, loss of capture and decreased impedance were observed on the right ventricular (rv) lead. Diagnostic imaging revealed that the rv lead was not dislodged, so revision surgery was performed in order to check the connection between the device and the lead. The device was disconnected and reconnected to the rv lead and suitable measurements were observed, but following the procedure there was once again loss of capture and decreased impedance. The device was explanted and replaced, which resolved the issue. The patient's condition following the procedure was stable.

Manufacturer narrative:
The field complaints of no signal, no capture, and low lead impedance on the ventricular channel were not confirmed. Analysis was performed, including thermal and mechanical stressing of the device, and no anomalies were revealed. The battery voltage was still in the range of normal operation and electrical testing of the device also revealed no anomalies. The right atrial and right ventricular device connectors did not reveal any anomaly. The low pacing lead impedance value reported in the field could not be reproduced. Lead impedance measurements at various loads were performed and no anomaly was revealed.